Event description:
During a cath lab procedure, an attempt was made to use the device to administer a synchronized defibrillator shock to the pt. The device allegedly failed to complete charging to the selected energy. The operator pressed the charge switch again and the device charged fully and the shock was delivered. There were no adverse affects to the pt reported as a result of the alleged malfunction.